Event description:
Lasik surgery on both eyes has led to extreme visual disability. The effects are nto subsiding nor reducing as the drs suggested. Procedure was performed using a ladarvision excimer laser rated to -9 d myopia. Pt's eyes started as a -10 d myopia. Pt was not informed that they were outside of the FDA recommended limit. The procedure induced higher order aberations that are not correctible with glasses or contacts. An enhancement was attempted with absolutely no change to problem and possibly created more "coma". Pt has not been informed of any technical malfunctions of the machines involved. Side effects include: double vision, halos all times of day, star bursts 24 hrs a day, out of focus, and add'l side effects that are hard to describe. The drs act like they have never heard about them. Mainly very thin star burst during the day off of reflective surfaces.